Manufacturer narrative:
Explant of the device due to unknown circumstances was reported. The investigation found that leaflets 2 and 3 were torn. No inflammation or significant calcifications were present. In the absence of any calcification or evidence of infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did not demonstrate loss of collagen at the tear site and the cause of the leaflet tear could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na.

Event description:
It was reported that on an unknown date and year an unknown trifecta valve was implanted in a patient. It was reported that on (B)(6) 2023, the device was explanted. The cause of the explant is unknown, patient status is unknown.